Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("peices were broken / device breakage / left coil shattered into pieces"), embedded device ("inbedded in uterus"), device expulsion ("migration of essure device location of device: left coil wasn¿t where it was supposed to be / uterus") and pelvic pain ("pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included ibuprofen since 2014 and naproxen since 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: multiple rashes across stomach area"), allergy to metals ("nickel allergy"), cystitis ("infection( bladder/urinary tract/vaginal) - type: bladder infection"), vulvovaginal mycotic infection ("infection( bladder/urinary tract/vaginal) - type: yeast infections") and bacterial infection ("infection( bladder/urinary tract/vaginal) - type: bacterial") and was found to have weight increased ("weight gain / loss specify which one: weight gain gained 60-100 pounds"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), depression ("hormonal changes describe: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain lower ("pain sharp stabbing pains in lower abdomen"), menstruation irregular ("cycle could last between 3 days or 3 weeks and could stop r 3 days or 3 months cycle was never normal") and menstrual disorder ("cycle was never normal"). In (B)(6) 2015, the patient experienced urinary incontinence ("bladder problems or changes weak bladder had a tendency to have to wear panty lines because on constant uncontrolable leaks also underwent bladder treatments be I apparently developed i.c."), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: lack of sex drive"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: multiple vaginal infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: multiple utis"), vaginal discharge ("vaginal discharge caused my infections") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, embedded device, device expulsion, loss of libido, hot flush, mood swings, depression, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, rash, urinary incontinence, migraine, headache, allergy to metals, dyspareunia, vaginal discharge, weight increased, abdominal pain lower, menstruation irregular, menstrual disorder, cystitis, vulvovaginal mycotic infection and back pain outcome was unknown and the pelvic pain, fatigue, alopecia and bacterial infection was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bacterial infection, cystitis, depression, device breakage, device expulsion, dyspareunia, embedded device, fatigue, headache, hot flush, loss of libido, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood swings, pelvic pain, rash, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received : new events : loss of libido, hot flashes, mood swings, depression, vaginal hemorrhage, menorrhagia, vaginal infections, uti, rash, migraines, headaches, device expulsion, embedded device, device breakage, nickel allergy, dyspareunia, back pain, vaginal discharge, fatigue, uterine perforation, weight gain. Hair loss, urinary incontinence, abdominal pain lower, menstruation irregular, menstrual disorder were added. Surgery was added. Event onset date and outcome were added. Concomitant drugs and conditions were added. Lab data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.